Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use in the ultrasound examination. During the procedure, the device was delivered to the circumflex lesion in a state where the stent was locked into the left main to left anterior descending, however, it got stuck and kinked when pushed forward. The procedure was completed with another of the same device. There was no patient injury, and patient complications reported.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use in the ultrasound examination. During the procedure, the device was delivered to the circumflex lesion in a state where the stent was locked into the left main to left anterior descending, however, it got stuck and kinked when pushed forward. The procedure was completed with another of the same device. There was no patient injury, and patient complications reported. However, it was further reported that the target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. The device became stuck on the stent strut, as the stent had already been deployed. It was removed using the standard method, replaced with a new device, which then successfully crossed the lesion.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use in the ultrasound examination. During the procedure, the device was delivered to the circumflex lesion in a state where the stent was locked into the left main to left anterior descending, however, it got stuck and kinked when pushed forward. The procedure was completed with another of the same device. There was no patient injury, and patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath assembly was observed kinked. Microscopic inspection revealed the guidewire exit port was damaged, but the distal section of the tip was in good condition. The functional test revealed the test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.